Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the unit not powering on after charging. The log was not downloaded and review due to the unit not powering on after charging. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.